Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the spinal cord stimulator (scs) patient was experiencing charging issues with their implantable pulse generator (ipg). The ipg was depleted and attempts were made to revive the device, but were unsuccessful. The patient underwent a revision procedure to replace the ipg. The explanted device was disposed by the medical facility. The patient was doing well postoperatively.